Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) ranging from 597-600 mg/dl; cause was unknown. Manual injections were administered to lower bg. Reportedly the customer had an alternate pump for insulin therapy.